Event description:
Provider states compressor is noisy. Repair statement indicated unit had alarm/red light; key failure identified as the manifold sticking.

Manufacturer narrative:
During testing and repair at the service center, the unit had red light/alarm. This was due to the manifold sticking, which lead to the malfunction.